Manufacturer narrative:
The reported ventilator unit was investigated at the hospital by our field service engineer, an excessive amount of moisture in the air gas module. The air gas module and an o2-sensor was replaced. No goods has been received for further investigation. The failure could cause the delta pressure transducer on a printed circuit board inside the gas module to break. The delta pressure transducer is part of the flow measuring in the gas module. The failure of the delta pressure transducer leads to an inaccurate gas flow regulation which will be detected during pre-use check, alarms will be activated if the failure occurs during ventilation. The received device log files are confirming the event. The customer stated that the source of the water inside an air gas module is moist air from the hospital's air gas line. According to the user´s manual maximum levels of water, (h2o < 7 g/m3) in the supplied gases to the ventilator must not be exceeded.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that liquid from the compressor entered the air intake of the ventilator. There was no patient harm. Manufacturer's ref #: (B)(4).